Manufacturer narrative:
(B)(4).the returned flexima plus biliary system was analyzed, and a visual evaluation noted that the push catheter was kinked. The guide catheter was stretched and detached. The guide catheter was kinked in the proximal section and the push catheter suture hole was torn. The stent was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the push catheter was found kinked, the guide catheter was stretched and detached, the guide catheter kinked in the proximal section, the push catheter suture hole was torn. The kinks on the push catheter may be related to user manipulation, some technique applied during procedure and/or tortuous anatomy could have contributed on this issue, once the push catheter was kinked the user may have experienced difficulties to pull out the guide catheter and this took the user to apply an extra force/tension to the device that may have ended kinked, stretching and detached the guide catheter, as consequence it ended the push catheter suture hole was torn. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during a procedure, performed on (B)(6) 2022. During the procedure, it was noticed that the guide catheter was stretched. Another flexima plus biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the guide catheter detached/separated, therefore this event has been deemed an MDR reportable event.